Event description:
It was reported that the patient's first implant ''didn't stay,'' and ''it all fell down and they had to re-do it." If additional information is received, it will be included in a supplemental report.